Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device, the targeted temperature (tt) was 37.5c, patient temperature (pt) was 38.5c, water temperature (wt) was 9.9c, water flow rate (wfr) was 1.9 l/min. Nurse stated that the patient seems to do this periodically throughout the day and would go above target and then have a hard time cooling back to target. They want to make sure the device was working. Confirmed they have four pads connected with adequate coverage, no exposed abdomen. Nurse stated on the graph they could see the patient was at target around 0400 to 0600. Around 0600, the patient temperature began increasing and the water temperature began dropping and was as low as 4-6c. Confirmed the device was responding appropriately and was making cold water, nurse confirmed water temperature (wt) dropped further now to 8.5c. It appeared to be patient related, suggested considering caused for patient temperature increases, heat generation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was not returned. The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. A DHR review is not required as the serial number is unknown. The latest labeling revision was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they have a patient on the arctic sun device, the targeted temperature (tt) was 37.5c, patient temperature (pt) was 38.5c, water temperature (wt) was 9.9c, water flow rate (wfr) was 1.9 l/min. Nurse stated that the patient seems to do this periodically throughout the day and would go above target and then have a hard time cooling back to target. They want to make sure the device was working. Confirmed they have four pads connected with adequate coverage, no exposed abdomen. Nurse stated on the graph they could see the patient was at target around 0400 to 0600. Around 0600, the patient temperature began increasing and the water temperature began dropping and was as low as 4-6c. Confirmed the device was responding appropriately and was making cold water, nurse confirmed water temperature (wt) dropped further now to 8.5c. It appeared to be patient related, suggested considering caused for patient temperature increases, heat generation.